Event description:
The manufacturer became aware of an allegation from a users' wife that his dreamwear full face mask with magnetic headgear was interfering with his wives' implanted defibrillator. User states that his wives' defibrillator frequently lights up and flashes when sleeping near her husband's mask. She is worried the mask has affected the function of her device. The dreamwear full face mask was being used with his pap therapy for sleep apnea. There was no report of serious patient harm or injury, no report of medical intervention. The mask will not be returning for investigation. This will be an initial -final report. The manufacturer will continue to monitor complaints for similar issues. The manufacturer concludes no further action is needed at this time.

Manufacturer narrative:
Mask not returning.